Manufacturer narrative:
D9 - device was requested; however, a letter received from the physician on december 9, 1996 states that the patient does not wish to have any information disclosed.

Event description:
Report alleges pt developed intracapsular rupture of the right silicone-gel implant. Pathology report showed pt's right breast implant was perforated and had breast tissue capsule with extensive calcification.